Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device alarmed a pump error. They also experienced high blood glucose of 535 mg/dl. The device did not alert them that their blood glucose was high. The alert settings were set to on. It is unknown if they were on auto-mode. No further details were given. The device will not be returned for analysis.